Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the tower, console 1, and console 2 to resolve the reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the staff powered the system on and encountered a repeated non-recoverable error. Onsite logs reflected error 311, indicating a golden image issue on the tower. The technical support engineer (tse) explained to the staff that a field service engineer (fse) site visit would be required to resolve the issue. The procedure was completed as planned with no reported injury.